Event description:
The customer reported that the system was displaying messages and would not work. The system was rendered unusable. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was reloaded. The system was then found to be operating as intended.